Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient was hospitalized for a blood glucose level of 602 mg/dl, which she stated corresponded with a ¿high¿ indication on her cgm, though no manual bg reading was confirmed at that time. She reported that, prior to hospitalization, her cgm readings had been fluctuating. She attempted to self-treat the elevated cgm reading by administering an unspecified amount of insulin, after which the cgm showed a value of 200 mg/dl. During the call, the patient reported that she continued adjusting her insulin on her own, and at that moment, her cgm was showing 40 mg/dl, and she received an ¿urgent low¿ alert. She stated that she did not feel any symptoms of hypoglycemia and asked for assistance with calibration, noting that she did not currently own a bg meter but was trying to obtain one. Details regarding her symptoms, her mode of transport to the emergency room (ER), the treatment she received, and the duration of hospitalization were not provided because the call disconnected. Multiple attempts to contact the reporter were made; however, no other details were obtained. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.